Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Device not returned.

Event description:
Doctor reports that they were trying to seat an unknown healing abutment (cap) and the healing cap would not seat into the implant.

Event description:
Doctor reports that they were trying to seat an hc335 healing abutment (cap) and the healing cap would not seat into the implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The catalogue number is now known of the reported device and the following sections are being reported: b4: date of this report was updated. B5: describe event or problem was updated. D1: brand name was added. D2: device product code was added. D4: catalog number was added. D10 device availability was updated. G4: date received by manufacturer was updated. G5: premarket identification was added. G7: type of report was updated. H2: type of follow up was added. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Method code was updated to 4109. Results code was updated to 213. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was received for evaluation. The reported condition of healing collar not seating in to implant was not confirmed. Visual inspection of the as returned product identified signs of wear about the healing collar body and threads. The threads remain in proper form. Functional testing was performed for the returned product and it was determined that the healing collar seats as normal with a mating implant. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.